Event description:
It was reported that the patient was having syncopal episodes. The device, right ventricular, and right atrial lead were all explanted due to the patient developing endocarditis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.